Event description:
The lay user / patient contacted lifescan (lfs) united kingdom on (B)(6) 2012 alleging inaccurate high on their one touch ultra 2 meter. The patient mentioned that she felt that the readings were not accurate. She claims in the morning her reading is usually around 6 mmol/l; however now her readings are around 10 mmol/l. The patient did not do a back to back testing. She claims she noticed this high reading approximately 2 months ago. At an unspecified date and time 2 months ago, she had developed symptoms of "hypo" and her "mind" was "funny" due to the alleged readings. Patient could not elaborate any further about her symptoms. She was advised by her physician also to adjust her insulin depending upon the readings by 2mg. The patient was not tested on another device and did not seek any further medical treatment. Her usual treatment is metformin 20 mg twice and 2 injections in the morning and evening. Product was replaced. The complaint is being reported since the patient alleged that due to the alleged high reading she developed symptoms of "hypo" and was advised by her physician to adjust her insulin and to test more frequently.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found; the primary complaint was not confirmed, the meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) on the same day with the following findings: the test strips passed all testing with no faults found. Lifescan (lfs) has requested the return of the meter for evaluation. If the meter is returned lfs will evaluate it and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.